Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, which successfully resolved the issue, allowing the customer to continue using the pump.